Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is being filed after the subsequent review of the following journal article: bell j., wollstein r., citron n. (1998). Rupture of flexor pollicis longus tendon. J bone joint surg [br]; volume 80-b: pages 225-6. UK. This report is for an unknown volar t buttress plate / unknown quantity / unknown lot. UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: bell j., wollstein r., citron n. (1998). Rupture of flexor pollicis longus tendon. J bone joint surg [br]; volume 80-b: pages 225-6. UK. This article reported three complete ruptures and one partial rupture of the flexor pollicis longus tendon in association with the insertion of a volar plate for the treatment of fracture of the distal radius. After fall, a (B)(6) woman had volar approach and the carpal tunnel was decompressed and the fracture held with a five-hole volar t plate. After surgery, the patient had discomfort on the volar aspect of the wrist when she moved her thumb. Ten months later, after opening the lid of a container, she became unable to flex the interphalangeal joint of her left thumb. At exploration, an attrition rupture of the fpl was found in a dense mass of scar tissue overlying the distal edge of the plate. The plate was removed and a primary repair of the tendon performed. This is report 2 of 4 for (B)(4). This report is for unknown volar t buttress plate.